Event description:
Additional information from the patient indicated that the placement of the ins caused the issue. They stated that it was put too close to the other ins and would not work properly. They did not have pain. The patient stated that the device has been moved.

Manufacturer narrative:
Continuation of d10: product ID 97715, lot# serial# (B)(6), implanted: (B)(6) 2024, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator (ins). Patient have 2 ins. Patient was provided one controller and one rtm device only. The reason for call was patient stated they are trying to charge the lower body implant and patient is getting poor recharge quality. Patient stated they have the paddle over the implant and it will say poor quality and pt won't even move and it won't show the battery level. Patient mentioned they had competitor device before. Patient reported the upper body implant is causing strong stimulation sensation and pt wants to decrease the intensity level. Patient mentioned the stimulation is on so high they can't tolerate it and it is "killing her". Patient stated they turn off the upper body implant. Patient stated pt has been working with manufacturing representatives (reps). Rep told her pt will be getting the second controller and rtm in the mail. Patient stated so far pt does not like the devices because of having difficulties and pt is not getting the help that they need. Agent asked patient if they have bandages on the incision and patient said yes, pt does have bandages and stitches on the incision for both ins. Agent assisted patient with pairing the controller to the upper body implant. Controller showed ins 70% and controller 40% charge. Patient is able to decreased the intensity level for the upper body ins and turn therapy back on. Agent confirmed patient got the ok to charge the both ins. Agent assisted patient with using the same controller to connect to lower body implant to charge the ins. Controller showed ins 30% and controller 30% charged and recharging excellent. Agent reviewed best practice to charge the ins and charging the controller. The issue was resolved through troubleshooting. Historical information: patient mentioned they used to have to put a towel in between the device and the charger because it was too close. Additional information was received from patient reporting they met with their manufacturer representative (rep) regarding pairing the controller to the correct implant and not charging the ins everyday. Patient stated the rep said they fixed the issue but doesn't seem like its fix. Patient stated they are trying to charge the ins now and the controller is connecting to the oppositive side implant and they have to pair the controller each time to the correct implant. Patient stated they cannot keep doing this. Patient stated they have the controller mark with the correct ins so they know to use the correct controller. Patient stated this is very frustrating and the ins is protruding like the old ins so it doesn't make a difference and the pain is not any different. Patient stated it very hard to get reps to meet with her. Patient stated they had 12 surgeries and had many other scs implants. Patient stated representative told them to call pats for assistance regarding pairing the controller. Patient stated they should not have to pair the controller each time they go to charge the ins because the controller is reading the incorrect ins. Agent asked patient to connect to ins and controller showed 100% and ins 60% charged and recharging. Agent reviewed the controller is functioning as intended. Patient stated they will inform the rep. Agent recommend rep call technical services (ts) for assistance if necessary. Rep reported that patient has 2 neurostimulators (ins), one above the other within the same pocket that surgeon originally created. As result of implant proximity, patient has difficulty with recharging, and the device can pickup the other implant which causes controller bonding issue. Hcp and patient may move the implant in the future. Patient and hcp decided to put both devices in one pocket because patient didn't want anesthesia. Additional information was received from the manufacturer representative (rep). It was reported that the ins was moved from right flank to left flank per patient request. Impedances and connections reported, greater than 40,000 noted. The rep programmed around impedances with good coverage noted. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.